Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/25/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as itchy and bumpy, and was located on the lower, left side of the abdomen. On (B)(6) 2016, the patient went to the doctor and was diagnosed with contact dermatitis. The patient was prescribed 2 creams: mupirocin and triamcinolone. The affected area was treated with over-the-counter bacitracin. At the time of contact, the patient doing fine and had no irritation. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.